Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had just received and set up the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy.